Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed. Final analysis found that the detection of the firmware alert was verified by reviewing the device data but it was found to have likely been triggered falsely. The device functionality was tested on the bench and no anomalies were found. The temperature stress test found no anomalies. The firmware alert was not reproducible. The root cause of the firmware alert was undetermined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock therapy due to a firmware check failure. It was noted that post shock firmware checks were triggered and the device failed the checks intermittently which canceled the request to charge again. The device was explanted and replaced. The patient was in stable condition.